Event description:
The pt was revised because of pain, the femoral component appeared to be oversized.

Manufacturer narrative:
A warsaw and intl complaint database search finds no other reported issues with the provided part and lot code since its respective release date. As no other incidents have been reported with the provided part and lot code, only visual examination of the device was performed. There is nothing outward noted that would indicate further eval is needed. No evidence was found that would suggest prod error was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed.